Event description:
During an atrial fibrillation procedure using a view flex xtra ice catheter, the catheter tip was fractured. After obtaining femoral access, while guiding the viewflex xtra ice catheter into the heart, the catheter appeared to buckle on fluoroscopy. Upon further advancement of the catheter into the heart, the tip appeared bent at a 90 degrees angle. The catheter was removed with no issues and a replacement ice catheter was used to complete the procedure with no adverse consequences to the pt.